Manufacturer narrative:
H.6. Investigation summary: confirmed: reported condition was observed at bdm-ps.

Event description:
It was reported the bd ultrasafe x100lg2xl png blue tintwas activated before use. The following information was provided by the initial reporter: roche received a complaint regarding one syringe of mircera pf syr 150mcg/0.3ml. The syringe spring, as a part of the needle safety device, was activated before use and made the product unusable. The defective unit was not administered to the patient.